Manufacturer narrative:
Upon receipt, the device was thoroughly inspected and analyzed. The device was subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking, reed switch and recording functions of the device. The device performed normally throughout all tests. Upon receipt, a thorough evaluation of the lead was performed. Visual inspection noted a surface cut in the lead's trilumen insulation at 245mm from the terminal pin, as well as on the suture sleeve. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited farfield oversensing of atrial events on the ventricular channel. The oversensing resulted in pacing inhibition in this pacemaker dependent patient. During the lead revision procedure, repositioning the lead did not resolve the oversensing, so the lead was explanted and replaced with a non-boston scientific (bsc) lead. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced with another bsc crt-d due to the recall advisory on this model. Also, the left ventricular lead exhibited insulation damage that was repaired. No therapy delivery issues were reported with this damaged lead.